Event description:
The user facility reported that during a patient procedure their 3085sp surgical table slowly lowered in height. When the table movement was observed by user facility personnel the table was powered on and commanded to return to the previous height. The patient procedure was completed successfully. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
The 3085 surgical table subject of the reported event was returned and evaluated by steris quality. Testing was conducted and the table was found to be operating within specifications.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the table. He raised the table to its maximum height and did not observe any change in the height setting after a 30 minute period. The technician applied weight to the table for an additional 30 minutes. At the conclusion of this testing it was noted that the table lowered from the previously noted height. The table was placed into service in (B)(6) 2012 and is under steris warranty. The user facility received a replacement table and the table subject of the reported event is being sent back to steris quality for evaluation. The investigation is currently in process; a follow-up report will be submitted when additional information becomes available.